Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversnsing after developing a bundle branch block. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed from primary to alternate sensing vector. Boston scientific technical services (ts) was consulted and discussed that the r to t wave ration was low during the treated episodes. After this programming change, a stored episode of oversensing were observed on one day, but none since. The patient was seen again for follow-up where the clinic noted a shift in s-ECG signal from narrow to broad qrs in both primary and alternate when the patient was at rest without movement and when moving. It was noted that the patient performs manual physical labor as their job function. An x-ray was taken and the conditional zone was increased and the patient was sent home. Ts was again consulted and upon review of the x-ray noted the system placement appears correct. Ts noted that the changes in morphology appear to be related to the patient's underlying rhythm. The patient was brought into the clinic for exercise optimization. A 12 lead ECG today revealed sinus rhythm with intermittent right bundle branch block (bbb). It was noted that previous ecgs showed sinus rhythm with normal qrs. An auto set up was completed while patient was in bbb and chose secondary sensing vector. Provocation performed and all noise was labelled correctly both when patient in bbb and normal qrs. An exercise test was performed and noted appropriate sensing throughout with secondary vector. Subsequently, the sensing vector was reprogrammed and the patient will continue to be monitored via the remote home monitoring system. Ts was again consulted and reviewed the information from the follow-up visits. Ts noted that sensing in secondary vector is good in all visible captured s-ECG. The s-ICD remains in service and no adverse patient effects were reported.